Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot 371283ar meets criteria. The product performed as expected. A review of the manufacturing records for lot 371283ar did not uncover any non-conformances. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr results and the alternate poc inr result. The results on (B)(6) 2016 were as follows: 10:30am inratio2 = 1.0, 2:00pm dr's poc meter = 2.4, one minute later, patient's inratio2 = 3.4. The patient self tester' therapeutic range was not provided but mentioned that only the 2.4 was within range; the patient self tester's wife tests her husband every tuesday morning. The patient's warfarin dose was changed last week after the (B)(6) 2015 inratio2=1.0 result; the dose was changed from alternating 5mg and 7 mg, to just 7 mg/day now.